Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support confirmed pump warranty, arranged replacement pump.